Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh knee fem xs rht; cat# 64811101; lot# h2d9r. Tri press-fit stem 20mm x 100mm; cat# 5565-s-020; lot# 0071326k. Mrhk fem distal blk 10mm xs; cat# 64811200; lot#e247h. Mrh axle; cat# 64812120; lot# ctd41816. Mrh tib rot comp xs-xl; cat# 64812100; lot#158505. Mrhk bumper insert 3 degrees; cat# 64812133; lot# ljk485. Mrhk femoral bushing; cat# 64812110; lot# ljm917. Mrhk tibial sleeve; cat# 64812140; lot# ljl214. Mrh tibial b/plt keel sml; cat# 64813110; lot#h2d3r. Triathlon sym cone aug sz b; cat# 5549-a-120; lot#h7ha. Tri press-fit stem 13mm x 100mm; cat# 5565-s-013 ; lot# 0060834j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient underwent right index tka outside of cors scope. Patient presents with pain and disruption extensor mechanism. She is revised for pji on (B)(6) 2019, all components were exchanged. Patient presents again. She is studied for infection. Patient is revised on (B)(6) 2021 for pji. Femoral and liner, and rotating components are exchanged.